Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. The cause of this use was determined to be deteriorated door piston foam. To address this issue, the door piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.